Manufacturer narrative:
Product event summary: the proximal segment was returned, analyzed and the outer insulation of the lead developed a breach due to environmental stress cracking (esc) while in vivo. The outer insulation of the lead was observed to have blood ingression. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The date of death and date of event of this report are an estimated date. Concomitant medical products: 4524 lead, implanted: (B)(6) 1992. (B)(4).

Event description:
It was reported that the patient was deceased. A cause of death was not reported. The lead was returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.